Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "novel surgical method for treating symptomatic incomplete atypical femoral fracture using percutaneous elastic intramedullary nailing", 1 (one) patient who underwent a primary percutaneous elastic intramedullary nailing (pein) procedure with the ender nail system, fell from a chair on postoperative day 7, and sustained a complete fracture at the point of nail entry. The patient underwent an additional plate fixation surgery and the fracture healed. Thigh pain and fracture site tenderness disappeared at 6.45 + 3.65 months postoperatively in all cases. During the primary surgery, the nail was bent before inserted in the patient, according to the surgical technique followed. No further information is available.